Manufacturer narrative:
Event date (B)(6) 2016 and unknown initially reported; unknown event date is correct. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient had a delayed unknown of the bone and a broken tomofix plate. The patient was initially implanted on (B)(6) 2015. About nine months later the plate was noted to be broken. The patient underwent a revision procedure on (B)(6) 2016.

Manufacturer narrative:
. Device was used for treatment, not diagnosis. Patient age dob and weight not available for reporting. Date of event: unknown. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4): this event requires additional surgical intervention to remove the broken hardware. Device history records was conducted. The report indicates that the: 440.834s - 9300912, manufacturing site: (B)(4), manufacturing date: 09.jan.2015, expiry date: 01.dec.2024, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while attending another case with mr.(B)(6), he mentioned that he has had a tomofix plate break on a patient that was done about 9 months ago. Patient may undergo revision surgery. He is going to talk to the product specialist ((B)(6)) about it on (B)(6). Patient may undergo revision of tomofix osteotomy. Further information will follow when received. Revision surgery was performed on (B)(6) 2016. Original implantation date: (B)(6) 2015. Female patient, (B)(6). Material is not available for investigation (discarded). No further information is available. This complaint involves 1 part. This report is 1 of 1 for (B)(4).